Event description:
It was reported that the patient felt like the gold plating on the device was "wearing off" causing an allergic reaction as the patient was symptomatic with a rash and pocket irritation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 78% with the battery at 96% on the depletion curve. The device projects to 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt like the gold plating on the device was "wearing off" causing an allergic reaction as the patient was symptomatic with a rash and pocket irritation. The device remains in use. It was further reported by the patient that the physician said that the gold around the area where the leads plug in wore away and exposed the device materials that the patient was allergic to. The allergic reaction caused "bad' sores and itching all over and that the patient got a blood infection from itching the sores. The patient also noted a loss of appetite and sleep. The device was explanted. No further patient complications have been reported as a result of this event.